Event description:
A malfunction with the pump was reported after it got wet in a pool. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, informing the customer about the shipment and providing instructions for returning the defective pump. The customer was also guided on using the replacement pump and assured that training would be available in their tandem source account. Customer reverted to an alternate method of insulin therapy.